Event description:
Event 1 - date [redacted] (reported to hollister): the white foam under the white plastic of the ett [endotracheal tube] securement device anchor fast that should lay across the patient's upper lip was found to be loose and partially off and not in place. This caused the plastic to put pressure on the patients' upper lip causing a stage 2 pressure injury. Recently, since we got anchor fast back from being recalled. This is not the first patient that I have seen that has the foam not adhering to the plastic and falling off. Product discarded. Lot number in unit was 5c282, but not necessarily what was used on the patient. Event 2 - date [redacted] (reported to hollister): anchorfast was changed on 2 patients (one was changed originally [redacted] and the other was changed [redacted]) due to the foam piece above the lip peeling away from the plastic. Product discarded, ref #- 9799, lot- 5c282, expiration 03/01/2030. Event 3 - [redacted] (reported to hollister): anchorfast et tube holder in place. Foam covering over lip area separated from plastic, causing plastic to be in direct contact with the upper lip. Second time this issue has happened this week. Unable to save device as the patient is on her way to the or for a tracheostomy. Per site,"the foam is not completely coming off. It is off enough that plastic is touching the upper lip and has caused two pressure injuries. They were both stage ii. Staff are trying to reposition the foam instead of changing it, but it is not working. We are educating our staff that they may need to change the anchorfast sooner than the recommended 3 days. They are aware of these events and are paying closer attention to that area." Lot number 5d082. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).